Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device data was not sufficient to obtain the battery status due to resets. The resets occurred at or post explant. The resets that occurred at the explant erased the original elective replacement time (ert) date and the current bin that ert was sent in. The device memory showed that the device was at end of life (eol) on the day of explant. The device was connected to a device tester which showed that the manual electrical measurements displayed normal pacing and sensing functions, and the battery was operating normally. Laboratory analysis noted that there was no high current drain found, and the battery was not internally shorted, thus the cause of the change in longevity could not be determined.

Event description:
Additional information noted that this device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent follow up of this device end of life (eol) was triggered with less than .5 years remaining, and replacement was scheduled emergently. It was noted that a follow up in (B)(6) 2017 showed 1.5 years remaining. Premature battery depletion was alleged. No adverse patient effects were reported. The explant for this device has not yet been planned.